Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was not known. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened button dome switch. No button error alarm noted. The insulin pump has minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.